Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pieces fell off the pyxis drawer, causing the drawer to become unstable, and the cubies did not open or dispense properly. A field service engineer swapped the old half height drawer with a new one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2i main drawer 2.1 was mechanically unstable due to pieces fallen off the drawer assembly, caused cubies to fail to open. The customer stated that when the drawer was pulled open, it comes completely out of the unit and off its hinges, making it unstable and at risk of fall out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.